Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. Omsc received the additional information that esg communication error had occurred. Omsc also received the additional information that there was no abnormality when the subject device was inspected by olympus local engineer of keymed. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases and the information, omsc assumes that the event occurred due to any of the following possible causes. Power supply noise and a decreased power supply voltage caused a temporary control failure to the usg-400. Inappropriate connection of the power cable with the generator caused a temporary control failure to the usg-400. The above device handling has warned in the instruction manual as follows. *should any irregularity be observed, do not use the ultrasonic generator and take proper measures by referring to chapter 8, ¿troubleshooting¿. If the irregularity is still not resolved, do not use the ultrasonic generator and contact olympus. Using irregular instrument may cause a malfunction and may also result in an electric shock, burns, and/or fire hazard.

Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Therefore, the exact cause of the reported event could not be conclusively determined. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
During an excision of carotid body tumor, the subject device was used. The subject device made alarm and rebooted itself three times. There was another available device. There was no patient injury reported. This is the report regarding the exchange of the generator.